Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with an infrarenal aortic extension and two suprarenal aortic extensions on (B)(6) 2016. The initial implant did not include a main body device due to patient having a large aneurysm and a hypogastric artery on the left located 6-8mm from the native bifurcation. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 1a endoleak. The physician elected to implant an additional suprarenal aortic extension to seal the leak. The procedure was completed and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a endoleak. Additionally there was evidence to reasonably support the following observations; intraoperative stent migration of all three cuffs and a type 2 endoleak. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, long term antiplatelet therapy and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Angio: (B)(6) 2016, (B)(6) 2016ct: (B)(6) 2016, (B)(6) 2016us: (B)(6) 2016